Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had a loss of communications while in use on a patient. No information is available regarding the patient being transferred to another ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.